Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported the footpedal was not recognized during a procedure. The cable was replaced, but the issue remained. The case was completed using an alternate footswitch. There was no harm to the patient.